Manufacturer narrative:
The main component of the system and other applicable components are: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator for rsd/causalgia-complex regional pain syndrome and spinal pain. It was reported that the stimulation varies depending on posture. The patient said that he had a wonderful trial and based on his research on the internet, he believes that the lead wasn¿t positioned correctly and thinks that the percutaneous lead is better. After the implant, he was told that there were a lot of problems during the implant procedure placing the lead and they programmed the best that they can. The patient had several reprogramming sessions with a few manufacturer representatives. The patient had asked to have the implant removed, but the health care provider had told the patient that he will only remove the implantable neurostimulator and not the lead. The patient feels from thigh down to the toe and that it had been that way since implant. The patient had recently (2016) been dealing with sacroiliac joint pain on the opposite side, but it wasn¿t device related. The patient noted that he also takes narcotics for pain management, ibuprofen, and used to celebrex; however that caused bleeding in the stomach so he stopped taking it.

Event description:
Additional information received from the patient reported that they never had the benefit of pain relief from their implant. Patient mentioned previous reprogramming that brought the stimulator close to where they needed stimulation but was not exact. Patient mentioned a doctor informed them their implant was not put in the right place/where the implant was supposed to be from the CT scan that was done.

Manufacturer narrative:
Continuation of d10: product ID 39565-65 lot# serial (B)(6) implanted: (B)(6) 2012, product type: lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.